Manufacturer narrative:
(B)(4)

Event description:
During a radiofrequency ablation procedure, a patient burn occurred. When the grounding pad was removed, a burn mark was noted at the site.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
No further information regarding this event was available.